Event description:
It was reported that the device will not power on. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. It was found that the device's printed circuit board shorted out. There are visible burns on the surface of the printed circuit board. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped.